Event description:
Pt's catheter not patent. Rn discontinued it and found it had broken off in pt's vein. A physician's assistant went in to see pt and pressure was held on arm until pt was taken to surgery and catheter was removed.